Manufacturer narrative:
There were five (5) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00009, 2245270-2022-00010, 2245270-2022-00011, 2245270-2022-00013. Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Introducer is shriveling at insertion.

Manufacturer narrative:
There were five (5) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00009; 2245270-2022-00010; 2245270-2022-00011; 2245270-2022-00012; 2245270-2022-00013. The complaint was forwarded to our supplier for their evaluation. The investigation summary is as follows: picture was provided from customer for reported failure mode. Complaint sample will not be returned; therefore, complaint cannot be confirmed. Investigation and evaluation performed on dhrs and complaint history review only. DHR review and review of the manufacturing operations related to the sheath tip was conducted to seek for any change in the process that could lead to the failure mode reported. During dhrs analysis it was found that the reported lots were manufactured according to standard operation procedures for each product number lot. Quality inspection was performed per qap944 and product drawing 1700-00-00, where final assemblies were inspected per attributable criteria. Applying an aql c=0/1.0 to lot mprd120 in total (B)(4), and to lot mpqx140 in total (B)(4) manufactured were inspected during final inspection, where inspector verified per correct components, locking hub configuration, hub colors and french sizes and transition; and no issues related to failure mode reported (catheter sheath corrugated from tip) was detected. Additional investigation: as a part of investigation, the inspection process performed was analyzed to verify inspections criteria for sheath. To assure the correct adjustment between dilator tube and sheath tip, tipped and trimmed sheaths were measured during process per ID tip and ten (10) parts per hour were measured per wall thickness for both lots. Inspections results shows that parts were acceptable and manufactured according to drawing specifications based on DHR review, process review and additional investigation performed, it is concluded that failure mode "introducer is shriveling at insertion" is not attributable to component manufacturing process. A two-year search was completed to identify complaints for this product code relating to the same issue. Currently this is the only complaint reported for this issue and code. Corrective action. The supplier of this component has been notified of the issue. Since reported failure mode was not related to component manufacturing process, no corrective actions were implemented for this complaint report at this time.

Event description:
Introducer is shriveling at insertion.